Event description:
"The hot cord was attached to a cautery unit on one end and the dv monopolar cautery scissors on the other end. When the surgeon engaged the cautery device, the end of the cords attached to the cautery generator began to glow red and then smoke where the cord is attached to the back of the generator adaptor. The surgeon discontinued cautery, the cord was disconnected, another cord was hooked up and the defaulting cord was removed from service". Per circulator account. Event abated after use stopped or dose reduced : yes.